Event description:
Claimant had surgery to repair the left peroneus lingus tendon which resulted from a work related incident. Post operatively, they continued to have pain, especially in the area of the tendodesis site where the sutures remained. Their physician felt that there was a suture reaction occurring. Conservative treatment which consisted of activity limitation and lidocaine/marcaine injections at the site, did not resolve the pain. Thirteen months after placement, the doctor re-operated to remove a suture knot and suture from the site. The claimant continues to have pain even though the sutures were removed.